Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user was unable to access the system and could not be placed on critical override.the customer stated that this malfunction occurred while dispensing the medication, which resulted in a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the user was unable to access the system and could not be placed on critical override due to an operating system error preventing boot. A field service engineer reimaged, synchronized the station and verified access successfully. The system functioned as intended after the field service engineer troubleshot the device.